Event description:
It was reported the device was stuck on guidewire. A 2.1 mm jetstream xc catheter was selected for a procedure in the lower extremity peripheral artery to treat peripheral artery disease (pad). During the procedure the device became stuck on a non-(B)(6) guidewire. The device and guidewire had to be removed together as one unit. The procedure was completed with a different device of the same model. There were no patient complications as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).